Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 0001822565-2019-02004.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MDR 0001822565-2019-02004.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface catalog # 00596403212 lot # 61012646, tibial component catalog # 00598003702 lot # 60825154. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital does not permit. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure two months post-implantation due to loosening.